Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited non-reproducible noise on the ventricular rate/sense and shock electrograms which precipitated 5 seconds of pacing inhibition. Daily measurements were normal except for two separate days where measurements were n/r across all leads.